Manufacturer narrative:
(B)(4). Date sent: 4/17/2025 d4: batch # x9580c investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the 5dcs device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for opening or closing functionality. During mechanical testing, difficulties to open or closed the trigger due to a contact of the tip of the scissors, causing the difficulty of opening or closing. Although no conclusion could be reach on the cause of the reported event. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown surgery, the tip was stiff and difficult to close when the device was checked after the package was opened. The device was not used in surgery. This event was found before use. There were no adverse consequences to the patient. No further information is available.